Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1 email address is (B)(6). Due to character limitations the email address could not be entered in the appropriate field.

Event description:
The customer reported to olympus, the video system center indicated touch panel error e333. The issue was found during preparation for use before a procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation and customer follow-up (b3, b5). The suspect device has been returned to olympus for evaluation and the olympus service center was unable to replicate the user event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Reports of e333 touch panel error occurred during the trans urethral resection of bladder tumor- turbt procedure. Device inspected before procedure without any anomaly. The procedure was completed after 15 minutes of delay. No adverse clinical outcome and no further drug administration was needed, and the patient was under epidural anesthesia. No harm caused to patient operator.